Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The event date is an approximate date. (B)(4).

Event description:
It was reported that the epicardial right ventricular (rv) lead experienced high impedance and a confirmed lead fracture. The lead was not able to pace. The lead was reprogrammed to be nonfunctional and later replaced with a transvenous system. No patient complications have been reported as a result of this event.